Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 300 to 400 mg/dl and the customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer experiences headache, dry mouth, going to bathroom like symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of reported high blood glucose. Based on the customer¿s report the customer does not allege the insulin pump was under delivery. The troubleshooting was performed for the high blood glucose under delivery. The customer was treated with the insulin pump. The insulin pump will not be returned for analysis.